Event description:
It was reported that during a case using the spine guidance 5 software, after the left l5 screw was placed, neuromonitoring informed the surgeon that the motors dropped by a significant amount. The surgeon proceeded to remove the left l5 screw and placed a pedicle finder through that cannulated hole using navigation and it was shown that the instrument was through the foremen. The surgeon proceeded to do a decompression and continue with placing the remaining screws, using only the intraoperative scans for the remaining screws. The remainder of the screws were accurate which was confirmed by x-rays. There were no adverse consequences and the procedure was completed successfully.